Event description:
Meter name: one touch basic. Strip name: lifescan one touch strips. Meter code: 7. Strip code: 7. Strip storage: good condition. Stored correctly. Symptoms: chest pains, short of breath. A pt reported they were hospitalized. Their meter allegedly was inaccurately erratic. Customer also had a battery issue. The result on their meter was 488mg/dl. The spouse gave the customer insulin based on the reading. The result on the hospital was 27mg/dl. The time difference between pt's meter and hospital reading was greater than 30 mins. Treatment was at the hospital was unk. No further info has been reported.